Event description:
It was reported that during a complex coronary intervention, guide wires were placed in both the circumflex (cx) artery and obtuse marginal (om) artery. The 2.5 x 15 mm xience xpedition stent delivery system (sds) was advanced; however, the sds was removed from the om in order to get a better placement. Upon re-insertion of the sds, it was noted that the stent was no longer on the balloon. It was found that the stent had come off during contact with the guide wire, and was located in the cx artery. A new stent was used to trap and hold the un-deployed stent in place in the cx artery. Patient was stable without complications. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. (B)(4).